Manufacturer narrative:
"Unit was received from the field for eval. Refer to eval # (B)(4). Hp- handpiece functioned at medium and high power with no problems. Failed immediately in low power. Found small crack in crystal near electrode jumper. Attribute failure to cracked crystal. Hp- visual inspection revealed small scratches/marks on connector key. Appears connector my have been installed with improper alignment. Functioned normally when plugged in correctly. Could not duplicate any malfunction. Attribute failure to improper connector installation. The DHR for microtip lot # 20713-06 was reviewed and showed that the units met MFR specifications when released and there were no issues related to the complaint. (B)(4). An email was sent to the sales rep on (B)(6) 2014 informing him of the eval of the handpieces. He was informed that one of the handpieces that malfunctioned was due to customer misuse".

Event description:
Gave check handpiece error message. Addtl info: doctor claimed the third handpiece in the box was warm to the touch. See complaint (B)(4). (Dr (B)(6)).